Manufacturer narrative:
Sr-(B)(4) please disregard all information that was reported in the initial MDR and follow-up report as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-13600.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, the receiver displayed hwbatt. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.